Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed two pod coils using the lantern. The physician then used a guidewire and repositioned the lantern into a pre-existing coil pack of non-penumbra coils. Subsequently, the physician was unable to advance a pod packing coil (podj) through the middle of the lantern and, therefore, the podj and the lantern were removed. The physician did not see any kinks in the lantern, but a non-penumbra microcatheter was placed within the patient and the procedure was completed using the same podj. There was no report of an adverse effect to the patient.